Manufacturer narrative:
The reporter's meter was returned for investigation. The returned product was measured in comparison to a retention meter and master lot strips. Testing results (qc range: 2.7 - 3.3 inr): qc 1: 3.1 inr, qc 2: 3.1 inr, qc 3: 3.1 inr. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned material and the retention material meet specifications.

Manufacturer narrative:
The reporter's product was requested for investigation. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. This event occurred in (B)(6). Occupation: the occupation is lay user/patient.

Event description:
The initial reporter stated he received discrepant results when testing with coaguchek xs meter serial number (B)(4). At approximately 10:00 a.m., a sample from the patient was tested in the laboratory using an unknown method, resulting with a value of 3.0 inr. At approximately 10:30 a.m., a sample from the patient was tested using the meter, resulting with a value of 2.2 inr. The patient's therapeutic range is 2.5 - 3.5 inr.